Event description:
As reported: "gamma3 primary surgery was performed on (B)(6) 2022 without any problem. Approximately two months postoperatively, the u-lug screw penetrated the femoral head. Revision surgery with bipolar was performed on (B)(6) 2022."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "gamma3 primary surgery was performed on (B)(6) 2022 without any problem. Approximately two months postoperatively, the u-lug screw penetrated the femoral head. Revision surgery with bipolar was performed on april 12, 2022."

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the returned nail has implantation and explantation marks on the proximal hole. These prominent marks may also be related to a post-operative dislocation of the lag screw, indicating that the set screw was not properly seated and locked. Based on investigation, the root cause was attributed to a user related issue along with secondary patient factor issues (low activity level, former smoker, heavy alcohol intake). The migration of the lag screw may be due to inadequate insertion of the set screw inside the nail, leading to inadequate fixation of the lag screw with the set screw and setting it free. As a reminder, the instructions for use state: ¿ during the course of the operation, repeatedly check to ensure that the connection between the implant and the instrument, or between the instruments, required for precise positioning and fixing is secure. Implants which consist of several components must only be used in the prescribed combination (see operative technique).¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.